Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate shock and presented in clinic for a follow up. Upon review of electrogram (egm), it was noted that the patient received an inappropriate shock for atrial flutter due to rate branch misclassification. An abbott representative was contacted regarding the rate branch misclassification. The supra ventricular tachycardia (svt) discriminators were not applied due to misclassification of rhythm and implantable cardioverter defibrillator delivered three unsuccessful rounds of antitachycardia pacing (atp) before charging and delivering a shock. This cardioverted the patient out of atrial flutter. It was also noted that there were several subsequent electrograms (egms) that were appropriately classified by the device as supra ventricular tachycardia (svt) episodes as the atrial flutter continued after the shock. The programming changes were made as recommended by the physician, and the dosage of beta blocker was increased. The patient was in stable condition post interrogation.